Event description:
During endovascular graft placement the superior hooks of the first graft had difficulties during deployment. When the physician was attempting to deploy the superior attachment system, he had some difficulties resulting in the device distally. The physician was able to snare the device. He positioned the device in the appropriate location and was able to deploy on second attempt. Angiogram showed the graft did not cover the lower portion of the aneurysm. He then decided to deploy another graft inside the first graft. The second graft was deployed. When attempting to deploy the inferior attachment system, there was some difficulty. Repeated attempts were eventually successful in deploying the inferior system. The first and second graft overlap was occluding the bloodflow causing a period of ischemia to the lower extremities. The physician was able to resolve the blockage and bloodflow was returned to normal. The physician was able to resolve the blockage and bloodflow was returned to normal. However due to the period of ischemia (2 hrs) the pt was noted to have paraplegia post-operatively.